Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that there was noisy signals, oversensing and atrial undersensing recorded. The patient was contacted but did not know what they were doing at the time of the recorded episode. Boston scientific technical services (ts) discussed that the oversensing appeared to be external. Additional information indicates that the patient will continue to be monitored regularly. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.